Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet completed. When the evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on 10/11/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump showed some cosmetic defects with no damage to the keypad. On investigation, the ¿ok¿ button was responding intermittently while the ¿up¿, ¿down¿ and contrast buttons were responding properly. Upon removal of the keypad cover, contamination was found under all button contacts.

Event description:
On (B)(6) 2013, it was reported that the ok keypad button was intermittently unresponsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved at the time of trouble shooting.